Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2025, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there is no MDR reportable event. The device was electively explanted due to patient's request for technology upgrade. No issues were noted with device use.